Manufacturer narrative:
Breast infection following the alma beautifill treatment that required a medical intervention. Probably caused by a patient non-compliance of post-operative instructions.

Event description:
It was reported about a breast abscess following the beautifill treatment.